Manufacturer narrative:
Concomitant product(s) : product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3986a60, lot# n27618, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. Product ID: 3986a45, lot# n386646, product type: lead. Product ID: 3986a60. Lot# n27618, implanted: (B)(6) 2005, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-56, lot# v884579, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v884579, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID: 37744, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3487a-56, lot# v884579, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-56, lot# v884579, implanted: (B)(6) 2012, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3986a60, lot# n27618, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. Product ID: 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type: lead. Product ID: 3986a60. Lot# n27618. Implanted: (B)(6) 2005, product type: lead. Product ID: 3986a60, lot# n27618, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead fracture. Signs and symptoms were reported as "one of the neuro electrode's plastic connector at the end of the neuro electrode was left in the subcutaneous tissue. The clinical diagnosis was not applicable. Interventions included surgical intervention. Retrieval of the piece by extending the incision by 4 cm. There was dissection of the subcutaneous tissue for final removal. Diagnostic methods included surgical observation. The etiology was noted as related to the device or therapy and related to the implant procedure. The etiology was reported as lead lot number n386646 connected to ins serial number (B)(4). The outcome was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead fracture. One of the neuroelectrode's plastic connector at the end of the neuroelectrode was left in the subcutaneous tissue. The event was related to the device or therapy and related to the implant procedure. Actions included surgical intervention. There was retrieval the piece by extending the incision by 4 cm. There was a dissection of the subcutaneous tissue for final removal. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-56, lot# v884579, implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID: 37744, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 3771, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension . Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3986a60, lot# n27618, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
The physician of a clinical study reported the patient recently lost left occipital stimulation and lost stimulation paresthesia in the right occipital area. The devices were interrogated and one device showed abnormal impedances while the other had normal results. The impedance testing showed no electrical connection to the neuroelectrode. If additional information is received on intervention and outcome a follow-up report will be sent. Refer to manufacturer report # 3004209178-2015-14495 the patient has multiple devices and it was unclear which one pertained to the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) ofa clinical study reported that the outcome was resolved without sequelae. The site reported that the cause was from a faulty extension which was replaced on (B)(6) 2015.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was no impedance to lead. The clinical diagnosis was loss of stimulation.

Event description:
Additional information received reported it was updated to not related to the lead and was related to programming/stimulation. The patient's indication for use was spinal pain.

Event description:
Additional information from the health care professional of the clinical study reported the patient was reprogrammed as an intervention in (B)(6) 2015. In (B)(6) 2015 they explanted and replaced the lead. The event was noted as related to the lead. If additional information on outcome is received a follow-up report will be sent.